Event description:
Angioplasty was in process while patient was having a rotablator procedure in the cath lab. The device became lodged within the right coronary artery at the level of the stent. In an attempt to bring back the bur using the dynaglide, the bur became trapped.the physician made attempts to move forward and backward to remove the device and device shut off. Patient had a large amount of stenosis. Patient was taken to surgery for removal of the device.